Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the inspection result by local service department and past similar cases, omsc presumed that the phenomena occurred as follows. <forceps elevator had foreign material> it was occurred by the following user handling. A) user conducted insufficient reprocessing around forceps elevator after procedure. B) foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. <inside of light guide lens was dirty> it occurred by the following mechanism. I) a small gap was generated in light guide lens glue due to physical stress / chemical stress caused by user handling. Ii) dirt, water, and moisture adhered to light guide lens and/or lens glue invaded light guide lens from the gap.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that inside of light guide lens was dirty, and forceps elevator had foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.